Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The front caster hardware was stripped out and the hardware was loose and not holding.